Manufacturer narrative:
Continuation of concomitant products: w1dr01 ipg implanted (B)(6) 2019.

Event description:
It was reported by the patient that they experienced an infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.